Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50*54mm abdominal aortic aneurysm. It was reported that on two year follow up CT, a type ib endoleak was detected from the right common iliac artery. It was noted by the physician that as a type ii was present at the end of the index procedure this may have extended distally leading to loss of seal and the endoleak. Intervention was performed to extend with an endurant limb into the right cia. The edge of the endurant limb was extended to just above the bifurcation of the right internal iliac artery and the right external iliac artery. The type ib endoleak was confirmed to be resolved and the procedure was completed. As per the physician, the cause of the event was related to the type ii endoleak that was present at the end of the index procedure. No additional clinical sequelae were reported and the patient is fine.